Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that the tct75 device could not be fired. It was blocked when the surgeon would fire the first time. Another device was used to complete the case. There was no consequence to the pt.